Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer reported they are receiving c-34 error on the electrosurgical generator unit (esu). The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to reboot the esu multiple times, but issue persisted. The customer proceeded with the surgery. The procedure was completed with no reported injury. On (B)(6) 2022, isi obtained the following information from the site's robotic coordinator: the procedure was completed robotically as planned with no delays. They used the e-100 generator for the vessel sealer instrument during the surgery.

Manufacturer narrative:
Based on the claim against the product by the customer noting c-34 error on electrosurgical generator unit (esu), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The vio integrated electrosurgical generator unit was replaced and returned to intuitive surgical, inc. (Isi). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vio iesu was analyzed and found the reported failure confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to original equipment manufacturer (OEM) for repair. The complaint regarding c-34 error on the vio iesu was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer when the customer called for assistance. Investigation revealed possible related system error 25913 (iesu error: c-34 - hf voltage too low in on state. If recurring: iesu replacement is likely needed). Additional logs confirmed a low anterior resection procedure took place on (B)(6) 2022 via system sk0116. The probable root cause of this reported failure may be due to a component failure in the vio iesu. The unit will be returned to original equipment manufacturer (OEM) for repair. This complaint is considered a reportable event due to the following conclusion: the vio integrated electrosurgical generator unit was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with an e-100 generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.